Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that the l4-r screw were placed low in the pedicle. The representative detailed that between placing the l3-r and the l3-l screw on (B)(6) 2025, the user noticed blood on the sphere of the dynamic reference base (drb). It is crucial for the camera to see all 4 spheres of the drb as this will affect navigational integrity. Our investigation, through review of the excelsiusgps case logs along with the post-operative scan and conversations with the representative, indicate that the misplaced implants were due to an anatomy shift. On 24-oct-2025, the representative clarified that there was a fracture at the l4 vertebrate and when placing the l3-r and l3-l screws, there was an anatomy shift which contributed to the l4-r screws being placed lower in the vertebrae then planned. On (B)(6) 2025, it was confirmed that the l3-r and l4-r screws were replaced using k-wires in a separate revision surgery. There is no recorded adverse effects to the patient. This evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported screws do not look to plan post-op. L4 screw looks low. We cannot confirm if this was caused by previously fractured pedicles.